Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through a pump reset, after which the cgm error code did not reappear. The caller successfully started their sensor session.